Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Customer changed the pump supplies and resumed insulin delivery.